Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator failed to alarm during an alarm condition. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
The field service engineer evaluated the unit and no problem was found. The unit was tested and all alarms are functional. The reported problem of unit not alarming was not duplicated.